Manufacturer narrative:
One used unit was returned in the following condition: with approx 5ml of solution inside the cover and the ruptured bladder in a "footed" position. Subsequently, the external and internal surfaces of the bladder and the rupture line were inspected for evidence of glue, scratches, voids, embedded particulate matter or unevenly mixed rubber on or near the rupture line, but none were found. Furthermore, the stress member was examined for signs of external damage or rough surfaces, however none were detected. Therefore, the root cause of the ruptured footed bladder could not be determined at this time. Trending conducted for lot number 05c044 revealed this to be an isolated incident for the lot. However, similar incidents have been received on the intermate product family. The number of incidents reported is above the expected level of occurrence for this product. This issue is being investigated under CAPA. The CAPA was opened on august 5, 2005 and is in the investigation stage.

Event description:
Baxter reported that the reservoir ruptured after 10mins of therapy. Device content was zometa (4mg) and 100cc of physiologic serum. There is no report of pt injury or med intervention.